Event description:
The patient was revised because the femoral stem was placed in excessive anteversion causing dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigtion once it has been completed.